Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had failed rate test during preventive maintenance was not identified during the customer call. After tech support team reviewed test procedures with customer, tech identified proper procedure and test equipment was not followed and flow track is not approved. Advised customer to use scale and use asm software to perform rate test. Customer will do so. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had failed rate test during preventive maintenance. There was no patient involvement.